Event description:
The pump was received from the hosp with a note attached. The note stated the following: the pump was last utilized on 1/11/97 at approx 10:50 p.m. At 22:30, the primary infusion rate was set at 100 cc/hr, the primary volume was set at 50cc. The secondary infusion rate was set at 999 cc/hr. The secondary volume was set at 15cc. At 22:45, 100 cc bottle noted to be empty and the pump was alarming with "air-in-line". IV tubing in pump correctly. Volume infused display showed 28 ml. There was no pt injury.